Event description:
One patient with discrepant potassium results initial result 5.1 meq/l, same sample repeated using different instrument, same method, gave result of 4.1 meq/l. No erroneous results were reported. The field service representative was unable to identify or reproduce the cause of the discrepancy. Maintenance was performed on the analyzer. Performance check tests were performed and within specification.